Event description:
It was reported that a secondary doxycycline infusion was programmed, but it was noted that it was infusing too quickly. The clinician stopped the infusion, there was no impact reported on the patient. It was also reported that the customer had noticed secondary infusions going in quicker than they were supposed to in the past as well.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.